Event description:
It was reported that a fluid leak was discovered on the inside of the cassette door of the clinic¿s training cycler after ending a patient's pd treatment. It was reported that an unknown air alarm occurred during an unknown cycle and a notice: draining slowly message occurred during drain 1 and 2 of treatment. Messages occurred multiple times. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. Upon follow up, the nurse stated that the supplies were connected correctly, nothing was leaking during treatment but once the door was opened, effluent came running out of the cassette onto the floor and into the machine. The patient was taken off the cycler, manually drained, and completed a shortened 3rd exchange. The patient is not trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient has received their cycler and is continuing peritoneal dialysis therapy with no further issues. The clinic¿s cycler has not been used since the fluid leak. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a fluid leak was discovered on the inside of the cassette door of the clinic¿s training cycler after ending a patient's pd treatment. It was reported that an unknown air alarm occurred during an unknown cycle and a notice: draining slowly message occurred during drain 1 and 2 of treatment. Messages occurred multiple times. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. Upon follow up, the nurse stated that the supplies were connected correctly, nothing was leaking during treatment but once the door was opened, effluent came running out of the cassette onto the floor and into the machine. The patient was taken off the cycler, manually drained, and completed a shortened 3rd exchange. The patient is not trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient has received their cycler and is continuing peritoneal dialysis therapy with no further issues. The clinic¿s cycler has not been used since the fluid leak. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.